Manufacturer narrative:
Event date is approximate. Other applicable components are: product ID 3889-28, lot# va1rntx, implanted: 2018-08-31, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1rntx, ubd: 26-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that in the last 3 days they had been having a sharp pain in their vagina when they sat down and they did not have that before. It only happened when they were sitting, not when they were standing. It felt like they were sitting on something painful, but there were no other symptoms. The patient was concerned that the wire had something to do with it. Patient reported that after the end of (B)(6)/beginning of (B)(6) 2018 they went to their healthcare provider who picked a program and set it. The patient reported it was still working to help their symptoms and they just lowered it. Patient reported they got the stimulator for bowel, but it helped with bladder. Patient stated that in the beginning it was at 1.4 and then they went to 1.9 and they were not feeling it. Patient reported they adjusted it back to 2.0 and sat down and they still had the pain. Patient was able to sync with their programmer and it showed stimulation was on, the patient had just lowered it. Patient reported they would try turning stimulation down or off until they could find someone to help them. Patient reported stabbing pain for the past 3 days and not feeling stimulation starting at an unknown date. No further complications were reported or anticipated.

Event description:
Additional information was received from the patient. They reported that they didn't believe their concern that the lead had something to do with it was confirmed. Their doctor had them change to a different program and lower the volume. They believed the possibly developed a sensitivity to the program, when they changed programs and lowered the volume, the pain stopped. When asked the cause of the patient not feeling stimulation, they reported there was too much stimulation, they recalibrated and changed the program. It was reported it was working fine now after adjustments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.